Event description:
Unsolicited communication from pt reporting medication leaking. Pt unable to determine source of the leak but confirmed it is the cassette since it was leaking on two different legacy pumps. (B)(6) advised patient to swap out cassette and tubing. Pt did and did not call back in with issue. Lot number and expiration date: unknown. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Pt did not specify date that event occurred. No further info. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contribute to patient or clinical injury? No, if yes, was any medical intervention provided? Not applicable. Is the actual cassette available for investigation? No, did we replace cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, if no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved, resolved?yes, ongoing? No. Reported to (B)(6) by: patient/caregiver.